Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash blocks and aspirate probe guides. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin result was related to malfunctions of the wash blocks and aspirate probe guides. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on one of two replicates on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated five times on the same instrument and once on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.